Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose results accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of neck pain and headache. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is 11/30/2018 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.